Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial #: (B)(4), implanted: (B)(6) 2017, product type: catheter, ubd: 01-sep-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-may-29, information was received from the patient's sister regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity and stroke. The caller did not know the current dosage and concentration, but stated it was "something like 180". The caller also stated they didn¿t know the dosage or concentration upon implant, but it was "around 100". The caller when on to state that the patient was at "100" when tested during the trial. The patient's dosage was being increased a small amount at a time. The caller reported the implant site of the pump was bothering the patient enormously. The caller was asked if the pump was site was painful for the patient and the caller confirmed it was. The caller also mentioned that the patient had a really severe stroke (indication for use) and the whole left side was kind of "bonkers" and the pump was also on the left side so it was hard for the patient to tell if something hurt because of this. The caller reported that ever since the patient had the pump implanted ((B)(6) 2017), they had been complaining about it and said if they touch it, it hurt and they didn¿t want their seatbelt to touch the pump. The caller was asked if the patient had redness, warmth or swelling at the pump site. The caller stated that it was hard to tell because the patient's belly was "kind of fat", but there was no redness and they were not sure if there was swelling or if it was the pump itself. The patient was now wanting the device removed and they were also indicating that they didn¿t think it was helping with the spasticity but it was hard to tell because the patient won't get up and walk very much and won't push themselves to exercise. This was also reported as the device did not seem to be good for the patient. The caller stated it was hard to get an answer out of the patient. The caller went on to mention that every time the patient went to have their dosage upped, the managing healthcare professional (hcp) would tell them to talk to the surgeon about the patient's concerns with the pain at the pump site and the surgeon would say to get it more time for the patient to get used to it. However, the patient didn't seem to be getting used to it. The caller reported that a couple of times after the patient had their dosage upped, they would say the spasticity felt better. The caller didn¿t think there was as much cramping as when the pump was put in, however, there have been times when the patient would say "oops, I just got a cramp. Let's go get more medication put in". The patient was scheduled to see both hcps regarding their concerns on (B)(6). The patient also had a refill appointment on (B)(6). Additional information was received from the consumer on (B)(6) 2019. It was reported that the pump was not working. The consumer stated the pump has never done any good, as far as they were aware. It was reviewed the pump had not been working for the patient since implant ((B)(6) 2017). The patient's managing doctor sent the patient to a specialist about three weeks earlier, relative to (B)(6) 2019, and an x-ray and dye study was performed. The patient was told that the pump was not delivering baclofen and the healthcare provider did not know where the baclofen was going. The patient was scheduled to have a surgical operation on (B)(6) 2019, to somehow fix the issue. The consumer stated they were not sure if any of the implantable components were going to be removed. The consumer did not think that the doctor will find an issue with the actual pump, and believed the doctor will find a little crimp in the catheter. The consumer stated they were not sure if the pump was implanted correctly. Several months after implant the patient was in somewhat of an accident and tipped over backwards in their wheelchair. A computed tomography scan (CT) was performed to make sure the pump was still in place. The consumer stated they wanted an x-ray done and believed an x-ray probably would have shown that the pump was not working. It was reported that it had been two years and the patient was "that much worse." It was indicated the patient had experienced two years of pain and suffering. The consumer was redirected to follow-up with their healthcare provider. Regarding the dose and concentration of baclofen being delivered, the consumer stated the patient was receiving "300." The unit was unknown and it was unknown if this was the dose or concentration. No further complications were reported or anticipated.

Manufacturer narrative:
The previously reported supplemental report was incorrectly submitted with a 'date received by MFR' date of 2018-may-20. The correct date is 2019- may-20. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-may-20, additional information was received from the healthcare professional (hcp). Clarification was requested regarding the speculation of the pump being implanted incorrectly and if a device occurred. The hcp stated, "patient stating of continuing/ongoing stiffness in left lower extremity". The hcp reported they did not believe the patient falling out of their wheelchair impacted the device or therapy. The hcp indicated x-ray or dye studies were performed. The hcp reported the results were "CT abdomen showed device present at the left lower quadrant anterior subcutaneous soft tissues". It was not known if a system revision was planned.

Manufacturer narrative:
The previously reported supplemental report was incorrectly submitted with MFR received date as 2018-may-20. The correct date is 2019- may-20. If information is provided in the future, a supplemental report will be issued.